Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted lysed adhesions took over an hour. Once dense adhesions were removed, tow additional hernias were identified midline underneath the umbilicus, these were all connected to one large defect. It was reported that the patient organ perforation, infection, chronic pain and adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/1/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 9/23/2020. Additional information: a2, d3, g1, g2.